Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) appeared to have slid down patients breast and rotated pulling right ventricular (rv) lead back/ dislodged in the two weeks post procedure. It was also reported there was intermittent capture on the lead. It was noted the patient potentially twiddled the device. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.